Manufacturer narrative:
This report is being submitted to correct the FDA product code to eoq.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the following fields: d4, d9, h4, and h6.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Initially, an investigation was completed based on the information provided. However, the actual item was later returned to olympus corporation of americas (oca) and not returned to the hinode factory (legal manufacturer). However, a photo of the subject device was provided. Based on the review of the phots, it was confirmed that a part of the rubber valve was damaged. The state of damage is as expected, and it was determined that there is no change from the previously reported investigation findings. A correction has been made to h3 from the initial medwatch. Also, although a correction has been made to h4, there are no changes from the device history record (DHR) results of the previous investigation. H3 other text : device returned to oca, but no returned to lm. However, reported issue confirmed after reviewing photo.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection and the customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 months since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: according to the information provided, it was recognized that the slit of the biopsy valve was broken, and the fragment fell off into the patient¿s body. It is presumed that when the instrument was inserted into the endoscope, or when the instrument was inserted and handled after insertion, it was inserted at an angle to the instrument and an excessive load was applied to the base of the slit, which could not withstand the load and broke, resulting in the event described. There is a possibility that the insertion and removal of the instrument at an angle to the product may have caused an overload at the base of the slit, resulting in a small crack. It is assumed that the cracks expanded and eventually ruptured as a result of continued loading, and as a result, fell out of the patient body. It was confirmed that the slit breaks or falls off when the instrument is inserted or removed while tilted against the product attached to the endoscope. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): [IFU verbiage]. The customers should follow the cautions described in section 9.5 of the maj-210 instruction manual from now on. (Rc9081 rev.03: section 9.5, caution, attachment 2) ·insert the endo-therapy accessory into the valve as straight as possible ·angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged. Olympus will continue to monitor the field performance of this device.

Event description:
The olympus employee reported on behalf of the customer that after a bronchoscopy, the physician wanted to perform a lung lavage (wash with physiological water). A truncated (shorter) needle was used. Upon tucking the truncated needle into the single use biopsy valve (sterile), very small pieces of rubber detached from the valve and went into the patient¿s lungs. The pieces were aspirated and suctioned out with the suction of the bronchoscope that was already in use. The plan was to take an x ray to confirm that no parts were left inside the lungs. According to the department staff there are no more pieces of this valve left in the patient. The procedure was completed with the same device with a delay of 10 minutes without any report of complications. No additional anesthesia was required during the procedure. The patient outcome due to the procedure is reported "as expected". No additional patient injury was reported.